Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. During troubleshooting, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump had powered on and the power source alert had not reoccurred after charging the pump. There was no reported impact to the customer's blood glucose level.